Event description:
Caller reported alleged discrepant results on inratio compared to the lab. After this pt went to lab and inr = 3.5 & 3.6. Pt is not on heparin or lovenox. Pt was hospitalized a week prior to these discrepancies. Pt does not have cancer and is not anemic. Pt does not have hypo/hyperthyroidism. Pt is taking antibiotics. Pt is going to the hospital for a procedure on (B)(6)2010.

Manufacturer narrative:
Investigation pending.